Event description:
It was reported that the patient had a large hematoma in the ipg pocket site which caused swelling and soreness. Surgical intervention was undertaken on (B)(6) 2025 wherein the hematoma was removed to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.